Event description:
Info received indicates the left intermediate siderail will not latch due to sticky fluid in the latching assembly.

Manufacturer narrative:
The service tech cleaned and lubricated the siderail latch assembly to repair the bed.